Event description:
A director of clinical engineering reported, to baxter healthcare corporate product surveillance, an over infusion during use of a flogard pump. (B)(6) followed up, stating that the patient was in the hospital for an underlying disease that was diagnosed approximately 3 years ago. Reportedly the underlying disease gave the patient 3 years to live. During the patient's hospitalization in the intensive care unit (ICU), the patient was given a heparin infusion via flogard pump. Per the report, the pump was programmed by an ICU nurse and was programmed for 25,000 units/per 250ml of heparin to infuse at 19.8 ml/hr. After approximately 2.5 hours, the nurse noted that the bag was almost empty and stopped the infusion. Reportedly no alarm was detected. The dqm reported 116 cc of the heparin infusion were unaccounted for and did not register on the pump. A partial thromboplastin time (ptt) was drawn for the patient, which resulted in elevated levels. The patient died approximately 1.5 hours following the incident of the reported over infusion of heparin. The pump was last calibrated on (B)(6) 2012 at the hospital. The dqm reported the patient's physician indicated the cause of death was related to the patient's significant health history and underlying disease and not to the flogard device. The physician also indicated the amount of the reported over infusion of heparin was not critical nor contributed to the cause of death. All clinical and device data has been reviewed in detail. No further information is available at this time at this time.

Manufacturer narrative:
(B)(4). The customer performed an evaluation of the pump related to their report of an over infusion of heparin. The evaluation was performed by a non-baxter technician (hospital-affiliated) on-site and was not confirmed. The technician ran an infusion as programmed for the patient by the nurse. The test results were within specification. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Per the reporter, the device is not available for baxter to evaluate. If the additional information or the device becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, the reported condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. A device history record review was performed and no abnormality was observed. A service history review was performed and the device has not been serviced by baxter prior to this event. If additional information becomes available, a follow-up report will be submitted.